Manufacturer narrative:
A manufacturing device history record review was not performed because based upon review of the information provided by the customer, it did not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI number and 510k are unknown. No information has been provided to date.

Event description:
It was reported that the pump infused 2 hours early. The pump was set to infuse over 46 hours. The pump indicated that there was still 7.5 milliliters to infuse, but the bag was empty and there was air in the line. No further information available. No patient injury was reported.